Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced six infusion sets leaking at site events on 15-may-2024 and 25-june-2024. Blood glucose level reported during the event was 300 mg/dl. The infusion set was in use for 1 day. Patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 6.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-19830. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6005585 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference samples version 11 for the malfunction leakage from infusion site (specific cause not identified) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to wi version 41 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with wi version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with wi version 25 test on reference samples, 10 samples out 10 samples passed the test. . A batch record review was conducted resulting in the following: - the lot 6005585 was manufactured according to the document version 111 on the packing process in the line 11, on 25/feb/2024, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event:

Event description:
To date no additional patient or event details have been received.